Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. Philips fse (field service engineer) could not duplicate the reported issue. Unit cycles normally without alarming. Fse ran unit at set parameters, unit switches to battery power and back to ac power when required, no error codes noted. The unit passes all performance verification tests. Unit is ready for clinical use.

Event description:
Customer reported low o2 alarm. No patient/user harm reported.